Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture and bilateral capsular contracture, baker grade 2, left-side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Left-side MRI indicated rupture, bilateral capsular contracture, baker grade 2, left-side, atypical ductal hyperplasia (adh) and multiple myeloma.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and light yellowing. The device was unable to weigh. Upon device inspection, the device was received in one piece. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: (B)(6) analysis 120x 1, (B)(6) analysis 120x 2, (B)(6) analysis 120x 3, and (B)(6) analysis 120x 4. The observed result of mechanical testing was 451% for ultimate elongation and 5.5 for ultimate break force. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.